Manufacturer narrative:
The device returned for analysis. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
The patient's age, gender and weight were not provided. Approximate age of the device ¿ the day of implant. The event occurred at (B)(6). The patient remains on going on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the implant procedure, after connecting the outflow graft to the pump, bleeding from the area around the blue nut was observed despite the blue nut/connection being completely tightened. Because of suspected potential damage of the outflow graft connection mechanism, a new outflow graft was implanted with an end-to-end anastomosis to the initial outflow graft, and connected to the pump without issues or bleeding. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned sealed outflow graft confirmed an issue that would have contributed to the reported blood leak. Examination of the returned sealed outflow graft revealed that the screw ring was loose on the graft adapter and could move laterally, creating an abnormally large gap between the screw ring and the locking nut. Examination of the screw ring revealed no evidence of damage or defects to the screw threads and the exterior surface of the screw ring showed no evidence of scratching or scoring to suggest that a tool may have been used on the graft hardware at implant. Visual inspection of the proximal side of the returned outflow graft hardware revealed that the metal c-ring was not properly in place within the c-ring groove on the graft adapter and was instead observed within the o-ring groove of the graft adapter, on the distal side of the o-ring. The improper placement of the c-ring would have prevented a leak-tight connection between the pump cover and outflow graft hardware, resulting in the reported blood leak during the implant procedure. A corrective and preventive action (CAPA) has been opened to investigate the heartmate 3 outflow graft c-ring disengagement issue. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.